Event description:
It was reported that the patient experienced a loss of therapeutic effect "when he woke up one morning." It was noted that there was no known accident related to this event. It was noted that high impedances were measured on all pairs with contacts 1 and 2. It was further noted that contact 3 was measured at 797 ohms. It was noted that the patient was "programmed to 1+ 3-, which explained the loss of stimulation." It was noted that the implantable neurostimulator (ins) battery "shows okay and the longevity was less than 120 months." Additional information received reported that the manufacturing representative ran an impedance check in the physician's office. It was noted that the issue was caused by "2 contacts with high impedances" and the patient's device was programmed around these contacts. It was noted that the patient's device was "using the remaining two." It was further noted that the patient "did gain therapeutic effect." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 1996 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2001 (B)(6), product type programmer, patient product ID, 3888-28 lot# l58548, implanted: 2000 (B)(6), product type lead. (B)(4).